Event description:
It was reported that: the ventilator stopped cycling and all of the digital displays froze while being used on an infant. No audible alarms were heard. Infant was ambu bagged and placed on another ventilator. It was reported that there was no pt injury. The infant was in poor condition prior to being placed on the ventilator and when the ventilator stopped, the infant's vital signs dropped temporarily.